Manufacturer narrative:
The pod was received with the soft cannula deployed. During fluid path testing, a tear was found in the exposed portion of the soft cannula which resulted in fluid leaking from the pod. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. It could not be conclusively determined if this damage contributed to the reported event. The exact cause of the reported event could not be determined. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.3, smartphone hardware: iphone14.2, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 1 and 4 hours. The device was originally reported for insulin leaking while wearing the pod. As treatment, the patient applied a new pod.